Event description:
After the blood draw, when the blood is spun in the machine, the blood is separating properly into the inner syringe. When we try to separate the inner syringe with the plasma, it is not allowing the plasma to separate. Instead of separating, the inner plunger starts pulling the blood back in, which causes it to mix back in with the plasma. The syringe is primed before use, but the plunger seems to be sticking. Another kit was used with a different lot number. A patient safety report was done (# (B)(4). The patient safety and risk manager is (B)(6). Patient did not experience any harm. There was no impact to patient care. No other lot numbers were affected. The deficiency was brought to the head nurse (B)(6) by the physician assistant (B)(6). The remaining devices from lot # 4304154107, (B)(4) total were removed from clinical area, placed in a quality control room. We are unaware of any similar clinical issues with this product. We believe that this incident occurred from a material deficiency. Reached out to the manufacturer arthrex. Case number.